Event description:
Boston scientific received information that this right ventricular (rv) lead had no sensing and a loss of capture. X-ray revealed a lead dislodgement. A revision procedure is planned. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
At this time the lead has not been explanted and returned. Should additional information become available this event will be updated.

Manufacturer narrative:
Upon additional information, this event will be updated.